Event description:
The manufacturer received information alleging an adverse event occurred while using a ventilator. The event log was reviewed and no ventilator errors or failures were logged. Therapy was started at 5:58 p.m. And at approximately 6:30 pm it was alleged that the patient's condition worsened. A "circuit disconnect" alarm sounded for approximately 16 minutes at 6:47 pm. The alarm was not acknowledged until 6:57 pm the device was powered off at 7:04 pm the physician states that the device was not at fault and was questioning the staff on proper patient set-up. There is no allegation against the device. The device is currently in use on the patient and is not being returned at this time.